Event description:
The hospital reported that during a coronary artery bypass procedure using the heartstring iii, the aorta was punctured abnormally which created an oval shaped aortotomy; the seal did not create hemostasis upon deployment. A replacement device was used as the surgeon attributed the problem to the seal. The seal did not create hemostasis and a clamp was used to complete the procedure. It was observed after the procedure that the needle on the aortic cutter was bent. We are following up with the hospital to obtain the pt's condition.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed or add'l info becomes available. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).